Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that there were high impedances during an ipg implant procedure. As a result, the ipg was removed and replaced with a new ipg, which resolved the issue. Effective therapy was established post-operatively.

Manufacturer narrative:
The device history record was reviewed to ensure proper manufacturing. Based on the information received, the cause of the reported incident could not be conclusively determined.